Event description:
It was reported that high out of range shock impedances were observed on the right ventricular (rv) shock lead of this implantable cardioverter defibrillator (ICD) system. A defibrillation threshold (dft) test was performed to evaluate the lead integrity and a commanded shock of 41 joules was delivered. After the commanded shock delivery, a code 1005 that indicated an open circuit condition was displayed on the ICD device. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that high out of range shock impedances were observed on the right ventricular (rv) shock lead of this implantable cardioverter defibrillator (ICD) system. A defibrillation threshold (dft) test was performed to evaluate the lead integrity and a commanded shock of 41 joules was delivered. After the commanded shock delivery, a code 1005 that indicated an open circuit condition was displayed on the ICD device. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported. Subsequent additional information was received that reported that a lead revision procedure was performed. During the procedure, the physician noted that visual inspection showed that part of the lead coil conductor appeared to be externalized. The rv lead and ICD device were successfully explanted and replaced with a new lead and device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error (code 1005) had been recorded. An x-ray of the device revealed that the internal high voltage fuse was intact. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that high out of range shock impedances were observed on the right ventricular (rv) shock lead of this implantable cardioverter defibrillator (ICD) system. A defibrillation threshold (dft) test was performed to evaluate the lead integrity and a commanded shock of 41 joules was delivered. After the commanded shock delivery, a code 1005 that indicated an open circuit condition was displayed on the ICD device. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported. Subsequent additional information was received that reported that a lead revision procedure was performed. During the procedure, the physician noted that visual inspection showed that part of the lead coil conductor appeared to be externalized possibly due to insulation damage. The rv lead and ICD device were successfully explanted and replaced with a new lead and device. No additional adverse patient effects were reported.